Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomalies. Power on reset was shown and serial number was lost. Analysis of the lead found no significant anomalies; the outer insulation was separated at butt joint. The ins passed all functional tests. For every electrode pair the ins signal was able to be turned off using a 8840. For every electrode pair the ins signal was also able to be turned off using a patient programmer. Concomitant medical products: product ID 3093-33, lot# v572182, implanted: (B)(6) 2011, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had numbness and tingling in their lower legs and bilateral feet and sciatica pain. The symptoms were a new illness or injury. Intervention included temporary discontinuation of stimulation. The event was noted as ongoing. Additional information reported the patient was not successful with turning their device off at home. The patient was reprogrammed at scheduled visit and the symptoms resolved. Additional information reported the event resolved without sequelae. It was noted all complaints of pain, numbness, and tingling were resolved. Additional information reported interrogation of the device showed it had never been turned off when the site instructed the patient to turn the device off. Additional information reported the patient saw their primary care physician and cardiologists and neither found any abnormalities. The etiology was updated to undesirable change in stimulation. Additional information reported the etiology was due to the stimulator. Additional information received reported that the patient experienced right sciatic pain. The patient was instructed to follow up with her primary doctor. The investigator did not feel that the event was device related. The etiology was noted as new illness, injury. The event was ongoing. Additional information reported the patient had intermittent bilateral sciatica pain. Additional information received on 2016-05-09 reported the system was explanted due to sciatic pain which was suspected to be device-related. Additional information received reported that, in the investigators opinion, the symptoms were not related to the device as the sciatic nerve is much deeper then device location.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.